Event description:
It was reported that the patient arrived at the ER (emergency room) where it was found that the right ventricular (rv) lead had high and undefined impedance and no capture. It was noted that lead fracture was confirmed. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).